Event description:
It was reported that an insulin cartridge for the ilet leaked, after which the user refilled the same cartridge and resumed insulin delivery; the user had been connecting the cartridge to the infusion set outside of the ilet rather than inserting it into the ilet first, and the cartridge lot number was 30062. Symptoms included none, and the user¿s blood glucose was approximately 150 mg/dl with no adverse effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting and user education on the correct cartridge change sequence. Investigation of this case revealed user handling and reuse of cartridges as the likely cause of the leak; no device malfunction was identified and blood glucose control was not impacted. It was concluded that the event was related to use error associated with cartridge handling and reuse rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.